Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was not delivering insulin. A supply change was performed resolving the issue. Customer's blood glucose level (bg) was "high". Bg was resolved by the new supply change.